Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn(B)(6) was performed from (B)(6) 2018 to (B)(6) 2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures indicated on the source device.

Event description:
Won't turn on / off- was reported.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Won't turn on / off- was reported.